Manufacturer narrative:
Reliability analysis inspected 2 opened/used enlite sensors and performed the bicarbonate buffer test per (B)(4). One of 2 sensors failed for high readings, and 1 remaining sensor passed per specification with accurate readings.

Event description:
The customer reported via phone call that her sensors were up to 400-500 points off in their readings. The customer's blood glucose exceeded 600 mg/dl, which she treated with a bolus of 8.7 units, while her sensor glucose was 106 mg/dl. Her sensor insertion site was red, swollen, and possibly infected. The sensor was returned for analysis and a replacement sensor was shipped to the customer.